Event description:
2 episodes of at/af. Consider to be false positive due to noise on atrial egm's. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).